Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2012: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 10-dec-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 2000mcg/ml via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that the patient requested to permanently shut down the pump due to catheter malfunction, pump nearing eos (end of service) in september and the patient feeling no better than before they started therapy. The healthcare provider was provided with passcode to shut down the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that the catheter malfunction was the discontinuity of the catheter tubing in the subcutaneous soft tissue overlying the left paraspinal musculature at l4 level. An x-ray was done on (B)(6) 2025 and CT abd/pelvis confirmed (B)(6) 2025. The rate decreased and the pump stopped with no current plan for explant.